Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a new right atrial (ra) lead implant on (B)(6) 2021. Upon checking the device the next morning, the ra lead would capture the right ventricle (rv) when threshold testing. Electrograms showed the ra and rv lined up on top of each other. The right atrial lead had dislodged. The lead was repositioned. The patient was stable.